Event description:
It was reported that the patient experienced a loss of stimulation sensation starting (B)(6) 2012. He said his stimulators "wore out in less than one month." He attempted troubleshooting with the recharger and he pushed the off button on the recharger. He believed that the device was turned on by itself, but he was not sure. He was then feeling stimulation. The patient's laptop was close to his implantable neurostimulator (ins) at the time. He was seeing a poor communication screen on his patient programmer. Troubleshooting was done. He confirmed that the device was turned off. The patient then turned the device on and comfortably felt stimulation like normal. The issue was resolved.

Manufacturer narrative:
Product ID 3778-45, lot# v950248013, implanted: (B)(6) 2012, product type lead; product ID 3778-45, lot# v964448025, implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n328318, implanted: (B)(6) 2012, product type accessory. (B)(4).